Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review found the device was released with os v8.00.02. The reported condition was verified. The device was found out of specification in relation to the reported sharp watchdog alarm which was reproduced. The cause was determined to be a software anomaly. The device was reprogrammed and upgraded to v8.00.03 software to correct this condition in accordance with (B)(4). A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a sharp watchdog error. There was no known patient injury or medical intervention associated with this event. No additional information is available.